Event description:
A pt with no past medical history reported that pt had surgery involving the atrisorb gtr barrier. The pt reported that approximately 2 weeks post-surgery pt started developing a film over their left lower incisor (the tooth pt had surgery on) and the adjacent teeth. The pt said they thought that the film was sloughed tissue from the gum surrounding the surgical site. The pt said they removed the film through brushing, but the film continues to form throughout the day. The pt said they are not experiencing any other oral symptoms and has not changed or added new oral health care products. The pt said they visited their periodontist and that he said he had never seen a pt with a similar problem. The periodontist prescribed a tapering dose of steroid and an antibiotic (pt did not know the names of the drugs). The pt said they saw no improvement in the symptoms. The periodontist then sent the pt to an oral surgeon who performed a biopsy on a sample of the film-the results were normal. When the pt first contacted the distributor, pt said that they had seen six doctors and none had found anything wrong, but one had indicated the possibility of a foreign body reaction. On follow up, pt said that they had experienced a slight improvement in symptoms-the film formation was limited to nighttime only. The pt's periodontist recomended that pt follow up with him if their symptoms had not resolved within 2 1/2 months. On further follow up, the pt reported no improvement in symptoms and had not contacted their periodontist because pt had subsequently been diagnosed with breast cancer and had been undergoing chemotherapy. The pt said they were no longer concerned by their symptoms and might contact their periodontist after they completed chemotherapy.